Event description:
The hospital reported that the hemopro device was "wasted" and did not work. It was reported that there was no blood on the tip of the device. A replacement device was used to complete the procedure. We are following up with the customer for additional information regarding this event, including clarification of the event description, patient information, and the device lot number. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
The hemopro device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual inspection did not identify any non-conformities. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test; it produced steam and heat during several activations and shut off when the toggle was released. The device emitted the expected tone when activated. The handle of the device was opened to verify connections; no nonconformities were observed. Based upon the evaluation results, the reported complaint could not be confirmed. A lot history record review could not be confirmed. A lot history record review could not be performed as the product lot number is unknown. (B)(4).